Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 440 mg/dl at the time of incident. Customer declined troubleshooting. Customer also stated that insulin pump had insulin flow blocked alarm which was resolved by changing completed set. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.